Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 23mm sapien 3 ultra valve, the 23mm commander delivery system balloon ruptured during valve deployment. During withdrawal of the commander delivery system, the distal nose cone of the delivery system/balloon was not able to be fully inserted back into the 14f esheath+ due to a circumferential tear of balloon. The devices were removed as one unit with the esheath+, with and the distal tip of the commander delivery system still exposed as the entire unit was removed from patient's vasculature. A second 14f esheath was inserted and post dilation was done with a non-edwards dilation balloon. Post perclose, the patient had no flow from the distal right common iliac artery. A dissection was noted, therefore, a right common femoral artery cut down was performed to restore flow. The patient remained stable. Per report, the patient had moderate-severe sinotubular junction calcium.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. Procedural imagery was returned, and the following was observed: radial and longitudinal tear seen on inflation balloon of the commander delivery system when it was still inserted through the esheath. The esheath can be seen damaged due to excessive manipulation used during withdrawal. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst and difficulty to withdraw system through vasculature were confirmed by visual inspection of the returned procedural imagery. However, no manufacturing non-conformance was identified during the evaluation. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. Per report, 'the patient has moderate-severe sinotubular junction calcium'. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) and to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.